Event description:
Based on the additional information received on 23-nov- 2015, this case initially considered as non-serious was upgraded to serious as an event of pseudogout arthritis with seriousness criteria of required intervention was added. This unsolicited device case from (B)(6) was received on 23-oct-2015 from a physician. This case concerns a (B)(6) male patient who initiated treatment with synvisc one and experienced pseudogout arthritis. The patient's medical history included overweight and degenerative arthrosis (diagnosed in (B)(6) 2012) which was treated with non-steroidal anti-inflammatory drugs (nsaids). Relevant concomitant medications included hydrochlorothiazide/irbesartan (coaprovel) for arterial hypertension, alfuzosin hydrochloride (xatral) for adenoma of prostate, piroxicam (feldene) for knee osteoarthritis and pantoprazole as proton pump inhibitor. It was reported that the patient's first administered synvisc one on (B)(6) 2012. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml, taken once (lot/batch number: 002476y and expiration date and indication not provided) in the joint of a knee. It was reported that the patient didn't have puncture before injection of synvisc one ((B)(6) 2015, 4th course) because of "dry knee." The patient had no intense physical activity after the injection. On (B)(6) 2015, 1 day after initiating treatment with synvisc one, the patient experienced pseudogout arthritis. The patient presented with injection site effusion and fever. It was reported that the patient presented with acute monoarthritis leading to 2 punctures (60ml and 22ml) and intra articular injection of cortivazol (altim) after fluid analysis. The puncture (22 ml) on (B)(6) 2015 revealed macroscopic appearance cloudy, sterile liquid, white blood cell count was 30,500, 100 % lymphocytes and rare calcium pyrophosphate dehydrate crystals. The physician reported that intensity was moderate and her causality reaction assessment was likely. The outcome was favorable and patient had fully recovered on (B)(6) 2015. Corrective treatment: 2 punctures (60 ml and 22 ml), cortivazol (altim). Outcome: recovered/ resolved. A global pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention. (B)(4): pseudogout arthritis was: (B)(4). Additional information was received on 30-oct-2015. The ptc results were added and text was amended accordingly. Additional information was received on 23-nov-2015. This case initially considered as non-serious was upgraded to serious as an event of pseudogout arthritis with seriousness criteria of required intervention was added with details. Patient's weight and height added. The medical history and past drugs of the patient were added. Events of injection site effusion and fever were updated to symptom and verbatim of injection site effusion was updated to injection site effusion/right knee effusion. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 25-nov-2015: this case concerns a (B)(6) male patient who experienced pseudogout arthritis after receiving synvisc one injection for knee osteoarthritis. As per the provided clinical information, causal relationship between the suspect product and event could not be denied, however, lack of detailed information regarding patient's concurrent illness, concomitant medications, lab reports leads to incomplete assessment of the case.